Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse indicated that the operator reported that the intra-aortic balloon pump (iabp) had repeated autofill failures during patient transport and eventually ran out of helium. A review of the fault logs confirmed the alarm occurred. The fse was not able to duplicate the problem and the customer attempted to duplicate the issue by bringing the iabp back up to altitude, but was also unable to reproduce it. The fse was able to complete 7 full autofill cycles (with disconnect) running on the internal tank. He noticed that the back cover of the console was dented in. However, it did not appear to impact any internal components. The fse straightened the cover and completed a full system calibration and check. The helium regulator was slightly above specification. He adjusted the regulator to specification and then completed all functionality and safety checks to factory specifications. The iabp passed all tests. It was returned to the customer and released for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
There was a report of multiple autofill failure alarms from the cardiosave intra-aortic balloon pump (iabp) while on a flight. The customer claims that these autofill failures occurred at approximately 4000-5000 feet of flight elevation. The patient was transported successfully to a hospital in (B)(6) later the same day. As this event occurred while in use on a patient, there was no adverse event reported.